Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of extrusion and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "right breast became firm", "impending extrusion" and "a non-odorous creamy fluid¿.

Event description:
Healthcare professional reported a right side ¿hands flared" which is not device related, "right breast became firm", "impending extrusion" and "a non-odorous creamy fluid¿ upon opening incision. Device has been explanted.

Manufacturer narrative:
Device evaluation performed via photographs: visual analysis of the photographs identified: creases and deformation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: b.5, g.3, h.6 allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Healthcare professional reported right side "breast became firm", "impending extrusion" and "a non-odorous creamy fluid¿ upon opening incision. Healthcare professional also reported ¿developed joint swelling in hands. Hands flared up"; this event is not device related. Device has been explanted.